Event description:
It was reported that during an unknown procedure, the device misfired. No other details were provided.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results found that one device was received in good visual condition. The device was tested for functionality and it fired a malformed clip due to an advancer bypass, after the first firing the remaining clips formed as intended. The device lockout out as intended, however the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.